Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
This report comes via (B)(6) 2016 ((B)(6)) where a medical student presented (in a scientific session) the (B)(6) year case history (from (B)(6) 2004 through (B)(6) 2015) at (B)(6) clinic using the gianturco z-stent to treat ivc obstruction. The gianturco z-stent is intended for use in the trachea/bronchus. The case series covered included (B)(6) patients, including one patient in which the stent migrated into the heart but was retrieved without further complications. Stent was retrieved without further complications.

Manufacturer narrative:
Investigation: a review of the complaint history, device history record, instructions for use (IFU), and trends was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, the reported event is fully consistent with off-label use. Per the instructions for use (IFU), the gianturco z stent is intended for use in the trachea/bronchus. However, in this case it was used for inferior vena cava stenting, which does not accord per product IFU. Monitoring will continue to be performed for similar complaints.